Event description:
A peritoneal dialysis (pd) patient reported drain complications during treatment on (B)(6) 2014. The patient stated friday (B)(6) 2014, he was diagnosed with peritonitis. During treatment on friday the patient had red discharge in his tubing, vomiting and subsequent pain when draining his pd fluid. The patient also reported he cuts his drain extension to make it shorter and drains into a 5 gallon can. During treatment on the (B)(6) 2014, the patient disconnected in the middle of treatment and reconnected to the same connector. The following is based on the medical records provided by the patient's treatment facility. The patient had confirmed klebsiella oxytoca peritonitis. The patient's pd nurse reported the patient was treated with ceftazidime 1g, intra-peritoneal daily for 21 days. The pd nurse confirmed the patient was complaint with connection and disconnection policies.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation.